Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/16/2020. Additional h3 investigation summary: it was reported that the thread and needle are easily separated. One hundred twenty-eight unopened samples of product code pn8612, lot # pdr580 were received for evaluation. During the visual inspection of thirty-two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. An opened sample of product code pn8612, lot # pdr580 was received for evaluation. The product code is double armed. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and no needle pull off was noted. The suture was received dispensed and broken in two section. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify when de defect was occurred: pre op, intra op? Intra op please clarify how many devices are available for return, 129 pack return. The following information was requested, but unavailable: please clarify how many devices are involved in this single procedure. How the procedure was complete? Patient¿s current status? Please provide procedure name and date.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. During surgery, the thread and needle were easily separated.